Event description:
It was reported that the ilet bionic pancreas generated an occlusion alert, after which the user dismissed the notification, disconnected to prime the tubing until drops were observed, then reconnected; the user¿s blood glucose was 210 mg/dl and the user planned to monitor for 45 minutes and call back for a supply change if glucose rose without explanation. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the reported issue characterized as lack of effect; the device component involvement could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.